Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) peritoneal dialysis (pd) transfer sets were damaged; further described as "break in sterility due to the transfer set breaking in half". This issue was identified during use of the devices for pd therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: lot #: the customer reported two suspect lot numbers either h20d02046 or h20d13100. H10: two actual samples were received and the evaluations were completed. Visual inspection revealed that both samples had blocked silicone tubing and one of the samples also had a tear on the side of the silicone tubing located beneath the twist sleeve and between the occluder feet. Functional tests were performed. Functional clear passage test confirmed both samples had blocked tubing. The blockages were located beneath the twist sleeve and between the occluder feet. Functional leak testing revealed a leak on the one sample beneath the twist sleeve and no leak on the other sample. Clamp function testing could not be performed due to the blocked tubings. The reported condition of ¿damaged transfer sets¿ was verified as both samples failed to meet product specifications. The cause of the conditions could not be determined, however, both samples, appeared to have biological material, possibly fibrin, inside the silicone tubing contributing to the blockages. Therefore, a possible cause of the conditions maybe be due to the biological material and the tear may have been caused by the substance causing brittleness. A batch review was conducted on the two suspect lots reported and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. .